Event description:
The account alleges that during a left arm av fistula de-clot procedure, when attempting to remove the access guidewire the wire became stuck within the patient's fistula. The physician was able to remove the micro access wire but, the tip detached during removal and remained within the patients clotted graft. A temporary dialysis catheter is in place until the new fistula graft can be accessed. No patient injury to report.

Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Manufacturer narrative:
The suspect device was not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.